Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise oversensing on the right ventricular lead. Programming changes were made. Patient condition was stable after the event.